Event description:
Boston scientific crm received information that this lead was associated with a family member report that the patient experienced an infection some time after device changeout. There were no adverse effects, and the lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.